Event description:
Particles could not be retrieved from eye during procedure. Uses two-handed technique. No injury or intervention reported.

Manufacturer narrative:
H-10: the customer did not have any particles to return for analysis. A company representative returned a phaco tip for particulate testing and evaluation. The surgeon uses a two-handed technique. Tip was found to have scratches at distal end and scoring on the threads. The results of the particulate test conformed to specifications. This report was mailed in to FDA on: 9/8/97.